Event description:
The customer reported the vertical column will not move up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the vertical up push button. System operates as intended. This MDR is related to ge healthcare complaint.